Manufacturer narrative:
The product was returned for evaluation, however the failure could not be confirmed as the device functioned as intended when evaluated. The definite root cause of this issue is undetermined.

Event description:
It was reported that while the surgeon was using the device to perforate the cranium the device did not stop as intended while perforation the bone. The case was completed successfully with a back up device, with a 5 minute delay in the case. There was no medical treatment or intervention required and no adverse consequences were reported as a result of this event.

Event description:
It was reported that while the surgeon was using the device to perforate the cranium the device did not stop as intended while perforation the bone. The case was completed successfully with a back up device, with a 5 minute delay in the case. There was no medical treatment or intervention required and no adverse consequences were reported as a result of this event.

Manufacturer narrative:
Device not yet received for evaluation.